Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged the entire length with stent struts bunched and overlapping. The stent delivery system (sds) was not returned for analysis; therefore individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed undeployed and placed on the back table. An emerge balloon catheter was then advanced to dilate the lesion and the 2.50 x 16 synergy ii drug-eluting stent was re-inserted to the lesion. However, it was noted under fluoroscopy that the stent was no longer on the stent delivery system. The device was removed again and they searched for the missing stent but were unable to find it. A new synergy stent was then advanced and deployed across the lesion. At the end of the procedure, the guide catheter was removed from the patient's body with the guide wire. Upon pulling the guide wire out, the missing stent also came out of the guide catheter. The procedure was completed with no patient complications reported and the patient's status was fine following procedure and was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed undeployed and placed on the back table. An emerge balloon catheter was then advanced to dilate the lesion and the 2.50 x 16 synergy ii drug-eluting stent was re-inserted to the lesion. However, it was noted under fluoroscopy that the stent was no longer on the stent delivery system. The device was removed again and they searched for the missing stent but were unable to find it. A new synergy stent was then advanced and deployed across the lesion. At the end of the procedure, the guide catheter was removed from the patient's body with the guide wire. Upon pulling the guide wire out, the missing stent also came out of the guide catheter. The procedure was completed with no patient complications reported and the patient's status was fine following procedure and was discharged.